Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was determined to be loose stool. The patient began treatment with injection amikacin (250 mg, intraperitoneally bd) and injection clavm (0.6 gm IV bd). The patient is reported to be recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4): on an unknown date, the patient died due to peritonitis. It was reported that the patient died while on hemodialysis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.